Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image - black screen when plugged in and failing white balance test" involving pentax model ec38-i10l-us/serial (B)(4). No further information was provided at the time of the report. Additional information received from the user confirmed the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax on 07/07/2021. Pentax service inspectional findings included: image blackout, passed dry/wet leak tests, umbilical cable buckle at umbilical connector side, air/ water nozzle glue worn. The customer complaint was confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, light guide cable, pcb for ccd drive pb-free, electrical connector assy. The device has been routinely serviced by pentax since install.